Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised left motor will start cogging and dragging after drive for a short time causing chair to pull to the left.